Event description:
During a treatment procedure involving stenting of a vein graft, a vessel perforation was noted. The first inflation of the balloon for stent deployment was at 16 atmospheres for 75 sec. The second inflation was at 18 atmospheres for 97 sec. Following the detection of the perforation, the balloon was inflated at 18 atmospheres for 390 sec. The physician repaired the perforation with 2 jomed stents. The patient underwent pericardiocentesis in the cath lab. No other intervention was necessary. The patient is reported to be doing well and was discharged from the hospital 1-2 days later. The physician believes that the perforation of the vessel was caused by the stent. No additional information is available.